Manufacturer narrative:
There are controls in the manufacturing process to ensure the product met specifications upon release. During visual inspection the guidewire was noted to be kinked/bent at 57cm, 84cm, 165.5cm and 175cm from the proximal end. The guidewire ptfe (polytetrafluoroethylene) coating was noted to be peeling in multiple areas to 35cm from the proximal end. The guidewire was noted to be broken/fractured with core wire exposed at 191.3cm from the proximal end. Hydrophilic coating was hydrated and there were no anomalies noted. The broken/fractured distal end, approximately 9.7cm was not returned but according to the additional information it was removed from the patient. A functional inspection could not be confirmed as the device was damaged. The reported event is covered in the device directions for use (dfu). As well, the risk of the reported event is documented in the risk documentation and there are current controls to mitigate the risk of the as reported event. The event was confirmed based on the damage noted to the returned device. The device failed to meet specification when returned for analysis. Additional information provided by the customer indicated that there was no anomaly noted to the packaging prior to opening the packaging, the device was confirmed to be in good condition during preparation/prior to use on the patient, the device was prepared as per the directions for use, the dispenser hoop was flushed before removing the guidewire, there was no resistance encountered removing the guidewire from the dispenser hoop, the guidewire tip was not shaped, there were no other difficulties encountered during the usage of the device that could have contributed to the issue, continuous flush was set up and maintained throughout the clinical procedure and there was no friction/resistance encountered during the procedure. Other devices used in the procedure in conjunction with the subject device was a non-stryker microcatheter the patient¿s anatomy was moderately tortuous. During one thrombectomy case, used guidewire to bring microcatheter to the occlusion. When preparing to withdrew the guidewire, the operator felt the guidewire lost its torsion control force. So he withdrew the guidewire and the microcatheter out together and found the distal of the guidewire was fractured. The broken distal end of the guidewire was not returned. The guidewire was fully removed from the patient and the broken part of the guidewire was removed and did not remain in the patient. Analysis of the returned device found the guidewire was kinked/bent at 57cm, 84cm, 165.5cm and 175cm from the proximal end. The guidewire was broken/fractured 191.3cm from the proximal end with the core wire exposed which indicates the device encountered a significant manipulation during the procedure. The 9.7cm broken/fractured distal fragment of guidewire was not returned. There was also evidence of scraping and peeling of the ptfe guidewire coating from the proximal tip to 35cm from the proximal end. The peeling/scraping most likely occurred as a result of interaction with another device. The damage noted is consistent with backloading the proximal end of the guidewire into the distal end of the introducer and pulling it through the introducer. The analysed defect guidewire ptfe coating peeling has been assigned handling damage as the issue is due to handling of the product or portion of the product during the clinical procedure, upon removal of the product from the packaging, or preparation of the product prior to use. An assignable cause of procedural factors will be assigned to the reported defects guidewire distal tip broken/fractured during use and guidewire does not have smooth movement and the analysed defects guidewire distal tip broken/fractured during use and guidewire kinked/bent as the issue is associated with a product that meets stryker design and manufacture specifications and was used in according with the dfu but due to procedural and/or anatomical factors during use, the product performance was limited.

Event description:
It was reported that during a thrombectomy procedure, the subject guidewire was used to bring the microcatheter to the occlusion. When preparing to withdraw the subject guidewire, the operator felt the subject guidewire lost torsion control force. The operator withdrew the subject guidewire and the microcatheter together and found the distal of the subject guidewire was fractured. The physician replaced it with a new device and continued the procedure without clinical consequences to the patient.

Manufacturer narrative:
H3 other text : the device is not available to the manufacturer.

Event description:
It was reported that during a thrombectomy procedure, the subject guidewire was used to bring the microcatheter to the occlusion. When preparing to withdraw the subject guidewire, the operator felt the subject guidewire lost torsion control force. The operator withdrew the subject guidewire and the microcatheter together and found the distal of the subject guidewire was fractured. The physician replaced it with a new device and continued the procedure without clinical consequences to the patient.